Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The pump was returned to livanova (B)(4) for further investigation. During the evaluation no device problem could be found. The device worked according the specification. However during the evaluation of the serial readout of the pump an error message could be identified. This could be simulated with over occlusion or if the tube is bent in the raceway. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an alarm and the pump stopped during procedure. The customer could not solve the issue with a restart of the pump and had to use the hand crank. There was no report of patient injury.